Event description:
During an in clinic follow up, diagnostic data was not shown from the device. Technical support was contacted and reinterrogation of the device was recommended to clear the diagnostic data. No intervention has been performed at this time. The patient was stable.